Event description:
The sysmex ca-1500 automated coagulation analyzer used outside the united states, incorrectly reported a d-dimer result of 0 ug/l despite the raw data indicating a concentration above the calibration range on a patient sample. Upon 1:8 dilution, the concentration was 1047 ug/l. The incorrect results were not reported to the physician, so there was no harm to the patient. The incident was originally attributed to the d-dimer plus reagents used in the foreign country but not distributed in the u.s. Investigation of the complaint by sysmex corporation revealed a low possibility exists that if an invalid standard curve is created when the akima, or akima 0 (zero) method for curve generation is used, a very high concentration of d-dimer measured from the invalid curve may be shown as either zero, or a low value.